Manufacturer narrative:
(B)(4). Analysis was not complete as of the date of this report. A follow-up report will be submitted when device analysis is complete.

Event description:
It was reported that the pt underwent a revision of the lead. When the anchor was removed from the lead, it appeared easily from the silicon tubing. The reason for the lead revision was unk at the time of the report. The pt outcome was fine. Additional info has been requested.